Event description:
Event details: the site/user was noted to have reported via voicemail, as follows: "hey guys, my name is (B)(6) last name, (B)(6) in (B)(6) my cell phone.......I happen to be coded positive right now with some mild symptoms of headache and gi symptoms because I had a positive my friend tested herself with your eye health. Over 19 antigen rapid tests and she got a negative and just as a precaution............I just want to let you know I hot to false negative three results. One last night one this morning when both of the other tests were positive from the other providers okay that was it thanks guys"

Manufacturer narrative:
1 no medical intervention or treatment has been provided; however the current status of the user/patient was unknown to date. 2 no specific lot number or test kit was provided; therefore, no additional investigation can be performed to determine if the test kit is a valid ihealth manufactured product or a counterfeit. 3 4ifu states a false negative or invalid result may occur if too little solution is added to the test card. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. 4 the user/patient has not shared any additional information if further testing, either with the use of ihealth test kits or others were utilized to determine if a positive test outcome has been confirmed to date or not; however a non-ihealth test kit brand was reported to have received a positive test outcome.